Manufacturer narrative:
H4: the lot was manufactured from march 09, 2022, to march 10, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The expected infusion time was 46 hours; however, the actual infusion time was 3.5 hours to complete. This was observed during patient infusion. The device was filled with 3300mg fluorouracil in115ml (B)(4) sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.